Manufacturer narrative:
The investigation for the pump stop has been completed. The impella was returned for evaluation. Upon inspection of the product, blood was found in the red pump plug and a hole at the 35cm mark was found. The impella defective alarm triggered in the field was because the hole in the catheter allowed blood ingress into red pump plug which shorted the electrical components preventing the console from reading the contents of the pump's double eeprom. Biomaterial was also found in the cannula and on the impeller. The pump was run after clearing and pump stop was not reproduced. No logs were returned and there is no imc and journal data for the case dates. The root cause of the pump stop was determined to be blood ingress due to a hole in the catheter resulting from improper use. Added- d9 device return date in accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During patient transport via flight the nurse performed a console to console exchange and a yellow alarm was generated. The pump stopped and was unable to be restarted. The physician successfully replaced the pump with another impella 5.5 device.